Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6), 2013 that on (B)(6) 2013, the patient was operated on for a femur fracture. According to the patient, on an unknown date, while walking, she felt that something came off her leg. She didn¿t feel pain. Patient indicated she had been following all the recommendations and was in rehabilitation. Doctor retired all the pieces, one plate and fourteen screws, on (B)(6) 2013. The implants were replaced with an expert nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records was performed and no complaint related issues were found. Placeholder.